Event description:
It was reported the valve was explanted due to prosthetic valve endocarditis with peri-annular abscess. Another sjm tissue valve was implanted. The pt expired. The cause of death is unknown.